Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the distal part of the coil delivery wire was found to be broken/fractured. The main coil was found to be intact. The coil introducer sheath was found to be intact. Functional inspection was not performed as the ¿coil delivery wire broken/fractured during use¿ was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. On visual inspection the distal part of the coil delivery wire was found to be broken/fractured. The main coil and coil introducer sheath was found to be intact. The reported event was confirmed during analysis. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a right vertebral artery (va) v5 dissection aneurysm procedure the operator used a guidewire to bring a microcatheter into the aneurysm. The aneurysm was framed with a coil and a stent was deployed through the microcatheter. After delivering three coils, the physician delivered the subject coil as the fourth coil but it was found that the tail of the delivery wire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a right vertebral artery (va) v5 dissection aneurysm procedure the operator used a guidewire to bring a microcatheter into the aneurysm. The aneurysm was framed with a coil and a stent was deployed through the microcatheter. After delivering three coils, the physician delivered the subject coil as the fourth coil but it was found that the tail of the delivery wire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.